Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician ran twice an diagnose test and was not able to reproduce the problem. The unit was tested for functionality and decalcified. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow low" on the cardioplegia side. The incident occurred during preventive maintenance so there were no patient involved. (B)(4).